Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the cephalic arch vein. After a 7fr super sheath was inserted and a 180cm 0.035" bentson guide wire was advanced, a 10.0 x 40, 75cm gladiator elite balloon catheter was advanced and was inflated to 14 atmospheres. However, upon deflation, the inflation device was noted to have been filled back in with a mixture of contrast and blood. The device was removed and inflated outside the patient's body. A small pinhole area where the contrast was coming out off was observed. A second 10.0 x 40, 75cm gladiator elite balloon catheter was then pulled fully effacing the lesion and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. An examination of the balloon found blood present inside the balloon. During an attempt to inflate the balloon a pinhole leak was noted in the mid section of the balloon. No issues were noted with the balloon material which could contribute to the pinhole leak. An examination of the markerbands identified no issues. Shaft no kinks or damage was noted along the device.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the cephalic arch vein. After a 7fr super sheath was inserted and a 180cm 0.035" bentson guide wire was advanced, a 10.0 x 40, 75cm gladiator elite balloon catheter was advanced and was inflated to 14 atmospheres. However, upon deflation, the inflation device was noted to have been filled back in with a mixture of contrast and blood. The device was removed and inflated outside the patient's body. A small pinhole area where the contrast was coming out off was observed. A second 10.0 x 40, 75cm gladiator elite balloon catheter was then pulled fully effacing the lesion and the procedure was completed. No patient complications were reported.